Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: outside the contour of right fallopian tube"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("severe heavy bleeding") in a 36-year-old female patient who had essure (ess205) (batch no. 624473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 1990; (B)(6) 1991; (B)(6) 2006; (B)(6) 2007), vaginal yeast infection, hemorrhoids, asthma, foot injury, induced abortion and vaginal delivery (4). Concomitant products included amlodipine besilate (norvasc), drospirenone + ethinylestradiol (yasmin) and salbutamol (albuterol hfa). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 4 days after insertion of essure (ess205). On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), anal incontinence ("loss of bowel control"), back pain ("lower back pain"), abdominal pain lower ("lower right abdomen, right side") and vulvovaginal pain ("vaginal pain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, pelvic pain, vaginal discharge, anal incontinence, back pain, abdominal pain lower and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, anal incontinence, back pain, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: she did not allege that essure caused birth defects diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2008: pregnant. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded) and migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: outside the contour of right fallopian tube"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("severe heavy bleeding") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 624473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 1990; (B)(6) 1991; (B)(6) 2006; (B)(6) 2007), vaginal yeast infection, hemorrhoids, asthma, foot injury, induced abortion and vaginal delivery (4). Concomitant products included amlodipine besilate (norvasc), drospirenone + ethinylestradiol (yasmin) and salbutamol (albuterol hfa). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 4 days after insertion of essure (ess205). On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), anal incontinence ("loss of bowel control"), back pain ("lower back pain"), abdominal pain lower ("lower right abdomen, right side") and vulvovaginal pain ("vaginal pain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, pelvic pain, vaginal discharge, anal incontinence, back pain, abdominal pain lower and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, anal incontinence, back pain, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: she did not allege that essure caused birth defects diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2008: pregnant. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded) and migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2019: pfs and mr received- previously reported event "injury to herself" replaced with "abnormal bleeding (vaginal)",events- "abnormal bleeding (menorrhagia), pregnancy (stillbirth or miscarriage), device ineffective, migraines, headaches, migration of essure device: outside the contour of right fallopian tube, dysmenorrhea (cramping), pain, vaginal discharge, loss of bowel control, lower back pain, lower right abdomen, right side, vaginal pain, severe heavy bleeding", medical history, lot number, reporter added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.